Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and the station was offline in remote smart service. The field service engineer (fse) observed that the pyxis station was on a black screen and was not recovering. The fse opened the back panel and noted that the half-height drawer 3.1/3.2 lights were off. The fse replaced the controller board and the sideboard on drawer 3.2. The machine was powered back on, and the drawer lights were restored. The customer tested the station and successfully recovered the drawers. The customer confirmed proper operation. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was black and offline in remote smart service. However, there were no delays or adverse events or injuries reported based on this event.